Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Light brown precipitate and small dent on edge of top shield was noted on exterior of pump when received in a biohazard bag. The residue was able to be washed off, unable to determine source of the residue. The packaging was not returned to analyze. Pump passed all testing.

Event description:
It was reported when the pump was opened for implant, markings on the pump were noticed by the scrub tech. The markings could not be wiped off. As the health care provider was concerned about the sterility of the pump, another new pump was opened and used. There was no patient injury.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.